Manufacturer narrative:
The attached photo shows the needle through the shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4150770. Possible root cause: we converted to a thin wall shield in 2012. Thin wall shields are easier to penetrate. The user uses a re-capping device due to radioactive materials.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A technologist suffered a contaminated needle stick injury (post use) from a 27 g x 1/2 in. Bd precisionglide needle. The needle was sticking through its cap and the technologist was not aware of this when he/she unscrewed the needle from the syringe from its lead container for disposal. There was no report of medical intervention.